Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 8591-38, lot# d73908; product type accessory. (B)(4).

Event description:
It was reported that the patient experienced bad spasms in the center of their back right after implant of their implantable neurostimulator (ins). The spasms came with the thoracic laminectomy when they placed the leads during the surgery. It was noted patient was not exercising and should have been to help with their spasms. The patient¿s ins had been turned off for one month and they were in the hospital at the time of report because, they felt a ¿flutters¿ in their chest. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.